Event description:
It was reported that revision surgery was performed.

Event description:
Revision surgery was performed following a hip dislocation in (B)(6) 2012, and subsequent painful hip. The patient's primary surgery was performed in (B)(6) 2003.